Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with the naked eye showed no obvious defects. The sample was functionally tested and noted a leak from the outlet port of the drip chamber and the tubing. Microscopic inspection showed that the bond is insufficient. The reported condition was verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a rupture in the line of a clearlink luer activated valve. This occurred during setup. There was no patient involvement. No additional information is available.